Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer's blood glucose level. The customer was unable to successfully load a new cartridge due to a recurring alarm, so the technical support team decided to replace the pump, which was still under warranty. The customer was instructed on how to put the faulty pump into storage mode and advised to return it using a pre-paid label. In the meantime, the customer would use multiple daily injections (mdi) to ensure continuous insulin delivery.